Event description:
Reporter alleged the catalog number on the test strip vial used for use with the blood glucose monitoring device is faded. A request was made for the return of the suspect product and replacement product was sent.